Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/asked but unavailable. Best estimate date is between (B)(6) 2020-(B)(6) 2020. (B)(4). Device evaluation: product evaluation was not performed because due to the initial report, the product was discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released per specification. A search of complaints revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient wanting better vision. The replacement lens is a different model zct225, higher diopter 23.5. The explanted lens was discarded. There was no patient injury. There was no vitrectomy, incision enlargement or sutures required. The patient is doing fine post-exchange and can see much better. No additional information was provided.